Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 2023, it was reported that patient faced leakage from tubing inserted to the portion attached to cannula. Blood sugar levels rose within two days of insertion. Patient faced skin irritation in less than 24 hours of inserting these infusion sets. No further information was available.